Event description:
It was reported that a shaft break occurred. An agent dcb 2.50 x 20mm was selected for treatment of the target lesion which was located in the right coronary artery (rca) and was 90% stenosed. During the procedure, the device was unable to cross the target lesion, and the proximal end of the shaft broke. The device was withdrawn, and the procedure was successfully completed using another of the same device. There were no patient complications.